Event description:
It was reported that "(B)(6) 2019, doctor found the connecter damage when opened the package prior to use on patient".

Manufacturer narrative:
(B)(4). Corrected data: .-brand name corrected to hudson et tube, sher-I-bronch, rs, 37 fr .-catalog # corrected to 5-16137. Lot# corrected to 73h1800744 .-expiration date corrected to 04-sep-2023. .-device manufacture date corrected to 24-aug-2018. The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr, lot# 73h1800744 for investigation. The sher-I-bronch tube and two suction catheters were returned unopened in their original packaging. The double swivel valve assembly (tracheal/bronchial swivel valves) and the y connector were also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The reported complaint of "broken connector prior to use" was confirmed based on the sample received. The connector on the tracheal side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2019, doctor found the connecter damage when opened the package prior to use on patient".